Manufacturer narrative:
As reported following the procedure the hydro-surg plus irrigator had green fluid in the battery housing/pump. The subject device is not available for evaluation. Based on the information provided and without having the sample to evaluate, a root cause or probable root cause cannot be determined. Review of manufacturing records indicate product was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, after the procedure on (B)(6) 2021, while opening the battery compartment of the bard/davol hydro-surg laparoscopic irrigator to remove the batteries, it was identified that there was greenish/brown liquid in the bottom of the battery chamber. There was no reported patient injury or user harm.